Manufacturer narrative:
Section a3b, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibrous foreign materials adhered to both front and back surfaces of the preloaded monofocal intraocular lens (iol) during implantation. The foreign materials that adhered to the front were removed; however, those at the back could not be removed. The procedure was completed successfully. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the iol was implanted in the patient's left eye. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer: yes device evaluation: pictures provided by the customer were evaluated. No suspect product was received. The pictures showed a pseudophakic eye claimed to be implanted with an intraocular lens tecnis monofocal single piece with optiblue preloaded in the simplicity delivery system model dcb00v. It can be observed a thin grayish/whitish filamentous particle located in the lens periphery from 2:00 through 3:30 per picture orientation. The nature of the particle, as well as its root cause and potential clinical impact cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.